Event description:
It was reported by service report that the bed would not lower to the lowest height. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Conclusions: the parts to repair the bed have been ordered and the service technician will return to complete the repair.